Manufacturer narrative:
UDI# : (B)(4). Analysis shows that the first shutdown was a crash of unknown root cause. It could be due to a memory allocation issue, but this cannot be confirmed with the data. The second shutdown was due to an error that occurred when removing a directory, then the software freezed. Those are known software anomalies. The issues experienced will be addressed through the continuous improvement of our product.

Event description:
During independent surgery, surgeon called a clinical representative to troubleshoot unexpected software freeze. Surgeon mentioned that following registration, software froze during calculation of trajectory accessibility. Surgeon needed to shutdown robot and reboot. Surgeon also reported another shutdown during procedure.